Event description:
Boston scientific received information that this right ventricular (rv) lead delivered four inappropriate shocks due to oversensing of what appeared to be p waves. An x-ray showed the lead had dislodged and the lead was severely twisted. It was noted that the patient may have twiddled the lead. The lead was reported to be too damaged for repositioning, therefore it was explanted and a new rv lead successfully implanted. There were no further adverse patient effects reported.

Manufacturer narrative:
To date, this lead has not been returned. This product experience will be updated if further information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead body was twisted from yoke to the proximal shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported lead dislodgement; however, laboratory analysis concluded that the twisted lead body was possibly related to twiddlers syndrome.